Manufacturer narrative:
Additional information: b5, b6, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the lletz (large loop excision of the transformation zone) procedure, the diathermy loop was intact. During the cervical excision for the open lletz procedure, the diathermy loop split, resulting in incomplete cervical excision. It could not be confirmed whether part of the loop was within the specimen, vaporized, or not removed. The user was unable to see any residual diathermy loop. A second diathermy loop was used to complete the excision of the cervix. Rollerball diathermy was applied to the base of the lletz procedure to achieve hemostasis. Monsel's gel was applied to the base of the lletz. The patient was advised to avoid anything per vagina (sex, tampons, spas, swimming pools) for eight weeks. Amoxicillin and clavulanic acid were prescribed for five days. A pelvic x-ray was performed and was normal. However, histology results showed thermal artefact, which corresponded to the missing loop piece found in the specimen. The findings were discussed with the patient, and she was discharged from care. The patient had lsil (low-grade squamous intraepithelial lesion) with clear margins and was advised to have a repeat cst (cervical screening test) in (B)(6) 2026 with her gp (general practitioner).

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to lletz (large loop excision of the transformation zone) procedure, the diathermy loop was intact. During the cervical excision for open lletz procedure, the diathermy loop had split resulting in incomplete cervical excision. Unable to confirm if part of loop was within the specimen, vaporized or not removed. The user was not able to see any residual diathermy loop. A second diathermy loop had to be used to completed excision of the cervix. Rollerball diathermy to base of lletz procedure. Hemostasis. Monsel gel to base of lletz. Advised nothing pv (per vagina) (sex/tampon/spa/swimming pool) for 8 weeks. For amoxicillin and clavulanic acid antibiotic for 5 days. A pelvis x-ray was performed which was normal. There was no broken off piece as it snapped but everything was retrieved as far as they were aware off. Her histology results also showed thermal artefact which was the missing loop piece found in her specimen. The findings were discussed to the patient and was discharged from their care. The patient had lsil, or low-grade squamous intraepithelial lesion with clear margins and a repeat cst (cervical screening test) (B)(6) 2026 with he r gp (general practitioner).

Event description:
It was reported that prior to the lletz (large loop excision of the transformation zone) procedure, the diathermy loop was intact. During the cervical excision for the open lletz procedure, the diathermy loop split, resulting in incomplete cervical excision. It could not be confirmed whether part of the loop was within the specimen, vaporized, or not removed. The user was unable to see any residual diathermy loop. A second diathermy loop was used to complete the excision of the cervix. Rollerball diathermy was applied to the base of the lletz procedure to achieve hemostasis. Monsel's gel was applied to the base of the lletz. The patient was advised to avoid anything per vagina (sex, tampons, spas, swimming pools) for 8 weeks. Augmentin duo forte (df) was prescribed for 5 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.